Event description:
It has been reported that the knee mechanism was revised because of broken extensor stop and metal tibial-bearing component. Pt had a fibrous ankylosis with very little in the way of knee motion.